Manufacturer narrative:
Failure analysis confirmed the button error alarm due to corroded keypad traces. The pump had scratched lcd window, cracked case display window corner and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump buttons were not responding. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.